Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
Related manufacturer reference number: 2017865-2020-15220. It was reported that the patient developed an infection. The implantable cardioverter defibrillator and right ventricular lead were explanted. More information was requested but not provided.